Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer felt resistance when trying to fill the cartridge with insulin on multiple occasions. The customer changed out the cartridge. There was no reported impact to the blood glucose level.